Event description:
The customer stated that if you remove the unit from the ambulance mount charging station the unit will not turn on. If you pull the unit out of the charging station while it is turned on, the unit will stay powered on.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator. The customer returned the actual device involved for evaluation. Factory service confirmed the reported failure of the unit to power under battery power. The unit powered up normally when using an auxiliary power. We isolated the defect to a failed relay on the power supply board. The relay controls the input power channel. When the relay failed, the unit lost battery power input. Factory service replaced the relay to resolve the issue. After relay replacement, the device passed testing and returned to the customer.